Manufacturer narrative:
(B)(4). Final analysis found that the foreign material was found underneath the contact spring. The foreign material prevented contact spring to make good connection with right ventricular ring and caused the problem experienced in the field. (B)(4).

Event description:
It was reported that during implant procedure after the pulse generator was sutured down, the device exhibited noise through the psa. The device was explanted and replaced. The patient was in stable condition throughout the procedure.